Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 576 mg/dl and a 150 mg/dl ketone level identified as life threatening. Cause was not known. A correction bolus was delivered via the pump to initially address bg. The customer was subsequently admitted to the intensive care unit (ICU) where healthcare providers administered intravenous fluids of saline and insulin to treat bg. A pump system check was performed, and it was discovered that the customer was using cold insulin. The technical support team educated the customer on insulin labeling. Reportedly, the issue was resolved and no permanent damage to the customer was reported; however, the customer declined follow up to obtain the hospital release date.